Event description:
It was reported that the customer was experiencing high blood glucose. The blood glucose reading at the time of the call was 396mg/dl. It was stated that the customer did not feel well to troubleshoot the insulin pump. Advised the son to call the paramedics, and call back when the customer's blood glucose is stable to troubleshoot the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.